Event description:
A physician has had 4 occurrences of inflammation reaction associated with model u940a uv absorbing hydrophilic, posterior chamber intraocular lens. To date co has not received the control number relating to this incident. What co has received is the following info: date of surgery 02/24/2000 uneventful. One day postop things looked good with good vision. Also looked good at 1 week postop. Pt saw their optometrist at 2 weeks postop. Optometrist describes a marked iritis but pt did not return to see physician. Physician advised heavy topical steroids and pt's optometrist reports this has been clearing. Vision has remained relatively good around 20/40 to 20/50, however, it was 20/25+ at the one day postop. It looks like this one should clear without visual damage.